Manufacturer narrative:
Product analysis: manufacturer's analysis of system data confirmed that the programmer application crashed when the ¿ok¿ button is pressed post changing implant date in patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant, the programmer crashed with an "unexpected error" three times. The screen went blank and a message stating "unexpected error, please contact manufacturer" was displayed. The system had to be restarted each time, loosing threshold data each time. The programmer remains in use. No patient complications have been reported as a result of this event.